Manufacturer narrative:
UDI and manufacturing date were unavailable at the time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively while verifying instruments and caused no delay to the surgery. It was reported that the passive ball point probe seemed bent upon visual inspection. The probe verified, but the accuracy seemed off during navigation. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: unique device identification(UDI) and manufacture date provided.